Event description:
It was reported that this left ventricular (lv) lead was explanted due to an unknown reason. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted as the lead had dislodged and exhibited loss of capture. The lead had been difficult to place initially, so the physician elected to remove and replace the lead during the revision. No additional adverse patient effects were reported.